Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the mid right coronary artery with heavy tortuosity, heavy calcification and 99% stenosis, a 3.5 x 12 rx trek dilatation catheter was advanced with strong resistance, air was pulled inside of the patient anatomy, and inflated; however, the balloon ruptured on the first inflation at 8 atmospheres. The 3.5 x 12 rx trek dilatation catheter was withdrawn from the patient anatomy without resistance and a new trek dilatation catheter was used for further dilatation. A non-abbott stent was implanted. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported that the balloon was prepped inside the patient anatomy, it should be noted that the preparation for use section of the rx trek/mini trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.